Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID :977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A healthcare professional reported via a manufacturer representative (rep) that the patient was only getting stimulation coverage on the right side, and the patient needed it on the left side as well. They programmed extensively to attempt to get left sided coverage on the following morning and weren't able to get coverage. They took the patient back into the operating room and kept her awake for the testing period. One of the leads was moved and the patient was able to get bilateral coverage on the table and the morning following the patient was getting good coverage currently. There were initially two leads placed for the implant. The device was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.